Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and non-malignant pain. It was reported that the patient needs an adjustment or something because they are having bad pain, and when they sit down the stimulator is pinching and burning periodically. The patient stated that they had their therapy adjusted for different positions. The patient will call their manufacturer's representative (rep). No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the healthcare professional (hcp). It was reported that the patient experienced pain and pinching around the ins pocket. The patient stated that they were at the hcp's office but the hcp does not specialize in scs so they caller patient services. The patient said they had tried turning the stimulation off but there was still aching after it was turned off. The patient mentioned they gained 10 lbs but did not think it was major enough to affect their system. Physician listings were sent to the patient and the patient was directed their hcp. No further complications were reported or anticipated. .